Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted, as not a valid complaint. There was no malfunction. As a result, no followup emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter name is (B)(6). Due to character limit in e1 section, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during preventive maintenance of cardiosave intra aortic balloon pump, it was found that in the compressor cycling test, the current motor speed (rpm) value was lower than 1,000 rpm in some periods. There was no patient involvement and no injury reported.